Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was found to have scratches and cracks on the blades. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. There was no damage or misalignment observed on the blades during visual inspection. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The probable root cause of the reported complaint cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Furthermore, the probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.